Event description:
It was reported that the patient with this pacemaker device exhibited pacing failure and a medical examination was performed. The x-ray imaging indicated that the right ventricular (rv) lead had fallen off due to twiddlers syndrome and the lead was dislodged. It was noted that the right atrial (ra) lead was dislodged. The physician reported that the patient was elderly, and the skin and subcutaneous tissues were very soft and stretched well when pulled; therefore, it was suspected that the fixation came loose, and the device rotated while being touched. Subsequently this pacemaker device was explanted and successfully replaced. No additional patient adverse effects were reported.